Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the pacing capture threshold in the rv (right ventricle) was elevated. It was noted that beginning (B)(6) 2012, there were 2502 ventricular sensing integrity counts (sic) and there were vt-ns episodes with evidence of lead noise oversensing. Also, beginning (B)(6) 2015, rv capture threshold rose from 1.75v (volts) to 2.375v and greater than 2.5v, beginning in (B)(6) 2015, where it remained. Additionally, rv pacing impedance spiked to 4047 ohms on (B)(6) 2015 up from a gradually rising trend that measured 1520 ohms (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead displayed elevated thresholds and high impedances. It was suspected that the lead was also fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.